Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 1095 mg/dl with diabetic ketoacidosis, unspecified level of ketones, polyuria and vomiting associated with an alleged cartridge leak. Reportedly, the patient remained hospitalized and was treated with intravenous glucose, and intravenous fluids by a health care provider. During troubleshooting with customer technical support, the reported stated that the cartridges was provided to patient due to shortage while traveling. The patient stated she inserted new cartridge (B)(6) 2018 and prime the pump successful after removing air bubbles. The patient stated she decreased her basal deliveries and inspected the pump. It was noted that most of the insulin leaked in the cartridge compartment. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged cartridge leak.